Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device was returned to the manufacturing facility. Visual inspection confirmed the customer's complaint. The actual sample appeared to be missing a portion of the urethane outer layer and the core wire was exposed completely. Magnifying inspection of the exposed segment found the proximal end of the urethane outer layer had rolled back over the guide wire shaft in the distal direction. There was no obvious damage on the surface of the exposed core wire. The proximal end of the core wire was confirmed to be in the state similar to that of the current product sample. This indicates that there is no portion of the core wire missing from the actual sample. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted on a current product sample. The sample was pinched with forceps at the proximal end. In this state it was subjected to a pulling force applied from the proximal side. The urethane outer layer ripped off the core wire, with the urethane outer layer remaining on the main body rolling back over the guidewire shaft in the distal direction. The damage similar to that observed on the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a pulling force in the state of being pinched with an object(s). The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "do not use the guidewire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guidewire m plastic coating to shear and/or sever the wire". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the coating had come off the glidewire. Follow up communication with the user facility confirmed the following information: upon inspection of the back end of the glidewire after prep, it was evident that the coating had come off; the wire was not used and another wire from the same lot was pulled and used without incident; the procedure was completed successfully; and there was no patient injury or medical intervention required.